Event description:
Caller states patient tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 15.0 inr. Patient had blood in her urine and back pain. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.